Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue, the alarm powered on during all tests. However; it was found that when the unit has powered on and is in the voice mode or voice and tone mode, the factory default message does not play, but the green led still blinks indicting there is power. The voice chip is defective. No physical damages to the unit. (B)(4).

Event description:
The customer reported the alarm has intermittent power. Customer did not provide the date when this was found. No patient incident or injury was reported.